Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, a (B) (6) patient/layperson spoke with a (B) (4) customer care advocate (cca), alleging that her onetouch ultrasmart meter results were inaccurately high compared to the hospital meter (not to the lab as initially documented). The patient did not provide actual results, stating her meter results were "3 mmol/l higher". The patient reported the following information. At 8:30 a.m. On (B) (6) 2010, the patient obtained approximately 4.3 mmol/l. Reportedly, the patient injected no insulin before or after testing. The patient's regimen is sliding scale insulin at meals and a set amount of lantus at bedtime. It is unknown if the patient ate breakfast. Around 9 a.m., the patient passed out and seized. It is unclear if the patient began seizing before passing out and had other symptoms while testing. The patient allegedly broke a leg during the event. The patient was transported to hospital by unknown means where her blood glucose at 10 a.m. From a "blood draw" was 1.1 mmol/l. Although surgery was performed on the patient's leg, type of treatment for the low blood glucose was not provided. The patient has remained in hospital/rehab for several weeks receiving therapy on her broken leg. The patient stated, "seizures have been happening too frequently in the last couple of months". Unable to speak with the patient, the (B) (4) specialist has sent a follow up letter to the patient to call. Helpful information: symptoms, if any, upon waking and before testing on (B) (6); did the patient eat breakfast; blood glucose before being taken to hospital and whose meter was used; confirmation that no insulin was injected before the event; details regarding her seizure issues. Because the patient suffered a seizure thirty minutes after obtaining 4.3 mmol/l and presumably was treated one hour later in the hospital for a 1.1 mmol/l blood glucose, the complaint is reported. The products were replaced.